Event description:
It was reported that this system with implantable pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance of greater than 2000 ohms during device interrogation. The impedance was noted to be fluctuating between 2000 and 2200 ohms. A chest x-ray was ordered to assess lead insulation, but no issues were noted. Further device evaluation demonstrated adequate sensing and pacing with no loss of capture, although impedance remained around 2100 ohms. Healthcare physician (hcp) elected to continue to close monitor and increased the upper limit of the impedance alert threshold to 2250 ohms. Next follow up appointment has been scheduled in four months. This system remains in service and no adverse patient effects were reported.